Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced autoreducing. Lead diagnostics showed that the lead had multiple high impedances. Reprogramming was unsuccessful. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.